Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified t-wave oversensing which caused inappropriate anti-tachycardia pacing to be delivered. It was also noted that the rv lead exhibited low r-wave sensing. No intervention was performed. There were no adverse consequences to the patient.